Event description:
A medtronic representative reported a navigation system that was not connecting with the camera. After a re-boot of the computer and re-seating all the cables normal function was restored. There was green status on the camera leds and the ndi box. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.(B)(4) 2013; medtronic representative performed a navigation system check-out, all areas passed. Replacement polaris camera shipped to site 12/23/2013. Medtronic investigation of returned suspect camera finds that when connected to known good system the scu powered up and functioned normally. However, a check of the event log revealed a history of intermittent strober error. Also, the speaker is weak. Electrical failure, system fault code, directly caused event.